Event description:
It was reported that during surgery a uc tibial insert trial size 2 (3311-4012) was inserted, the surgeon put the patient knee through a range of motion, and upon removal the uc tibial insert trial size 2 (3311-4012) fractured. It was reported that there was no patient injury or death, that the surgery was not prolonged and finally that the device was used as intended.